Event description:
It was reported the insulin pump alarmed button error. Customer reverted to back up plan. Customer's blood glucose was 15mmol/l. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No button error alarm noted. The insulin pump had no button response due to corroded keypad traces. The device had cracked case at window display corner, minor scratches on window display, cracked battery tube threads, and cracked reservoir tube lip.